Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue. Additionally, it was reported that an o-ring was on the pneumatic tap. Reportedly, the customer removed the o-ring; however, damage to the pump housing caused difficulty loading cartridges. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged hardware issue was verified while based on the analysis, the alleged occlusion issue could not be verified.